Manufacturer narrative:
The patient's known short to shield was previously captured under MFR # 2916596-2019-03777. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-02470. It was reported that the patient was seen for endoscopy and interrogation of pump. Interrogation of pump showed intermittent driveline fault alarms on (B)(6) 2021. The patient denied hearing or seeing alarms and no alarms were observed while in the hospital. This patient had a known short-to-shield. A log file analysis captured driveline faults on (B)(6). 2021 the controller was exchanged and additional log files were sent in for analysis. Pre-controller exchange showed driveline faults, and log files from the newer controller showed no unusual events. The patient returned on (B)(6) 2021 and no driveline faults were observed. However, log file analysis captured a driveline fault on (B)(6) 2021 at 13:11 and at 13:34. This occurred on phase c. There were no other alarms noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline fault alarms. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these faults could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. A review of the submitted log files from (B)(6) 2021 through (B)(6) 2021 found that the pump maintained a stable speed above the low speed limit without issue. Silenced driveline fault alarms were captured before and after a controller exchange on (B)(6) 2021. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further related events reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the device history records for driveline serial number (B)(6) found no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the driveline fault alarms was likely a driveline fracture in the setting of obesity and weight gain. The driveline faults alarms did not resolve after controller exchange. Surgical intervention was considered and deferred as of (B)(6) 2021. The plan was to conservatively manage the issue and monitor for further alarms.